Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) informed that there was discussion questioning port placement when another user adjusted the universal surgical manipulator (usm4) to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that universal surgical manipulator (usm3) was free spinning backwards and upside down. Prior to calling, the customer had undocked, redocked, and adjusted universal surgical manipulator (usm3) with no change. There were no related errors in the logs. The case was a 3-arm case and the customer then moved from usm1, usm 2, and usm3 to usm2, usm 3, and usm 4 and issue did follow to usm4. The tse asked if they were able to swap instruments between usm2 and usm4 to see if the issue followed the instrument and there were no issues after swapping the instruments. Originally, the vessel sealer extend (vse) was on usm4 and the fenestrated bipolar forceps was on usm2. The customer swapped the instruments back and the issue returned. There was a background discussion in the room that seemed to be questioning the port placement and another staff scrubbed in and adjusted usm4. The issue was not persisting, and the customer proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: it was determined that the port placement was too low on the abdomen. There have been no further surgeon complaints or concerns at this time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the customer setup. Based on tse notes, the system issue was due to the port placement. This can be resolved by adjusting the customer system setup.